Event description:
It was reported that during a da vinci prostatectomy procedure the console surgeon experienced sys vision issues that created difficulties in grasping tissue. With the assistance of a regional support specialist, the site attempted to troubleshoot this problem via telephone, however, the issue could not be resolved. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
Conclusions: the investigation conducted by isi field svc engineering (fse) discovered that the vision cables used to connect the video signal distribution (vsd) and the high resolution stereo viewer (hrsv) were crossed. The sys was repaired by placing the cables in the proper configuration. As of 2008, there have been no reported recurrences of the issue at this hospital.